Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked. Explanted."

Manufacturer narrative:
A visual inspection was performed on the progav 2.0 valve. Other than the slight scratches, no significant deformation or damage of the valve were detected during the visual inspection. Next we tested the permeability and opening pressure of the valve, as well as the brake force. The valve operated as expected and met all specifications. Additionally, we inspected the shunt assistant. A visual inspections showed no sign of deformation or damage. A permeability test showed that the shunt assistant was permeable. Finally, we have dismantled both the valve and the shunt assistant. In both the progav 2.0 valve and the shunt assistant we have found a significant build up substance likely protein which may have caused the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerance. However it is possible that the deposits observed inside the valve could have temporarily occluded the system in the past. The stunt system met all specifications of the final inspection when released from christopi meithke gmbh & cokg.